Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure performed on (B)(6) 2026. During the hydrodissection, due to difficulties as a result of the patient's anatomy, the needle bent. Therefore, the physician decided to cancel the procedure. No patient complications were reported.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event 01/14/2026. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: impact code f1001 is being used to capture the cancellation, sedation unknown, of the implantation of the product. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Device evaluation: the device was not returned for analysis; the event could not be confirmed since it did not include a returned device or media review to identify any issue that could confirm the reported allegation. A labeling review was performed; there is no evidence the device was improperly used per the instruction for use. A risk review was completed and confirmed that the event of "injection needle damaged/defective" was defined in the risk documentation and has been accounted during product risk analysis to support acceptable risk benefits for the produce, while the impact code of "cancelled/rescheduled - post sedation/sedation unknown" is a subsequent event of the primary anticipated event. As per event description indicates; the patient's anatomy could have caused the bent mentioned in the needle, affecting the integrity and performance of the device. Therefore, based on the compiled information from this investigation, evaluation device code d1001 "adverse event related to patient anatomy and/or condition" was assigned to this investigation. The following blocks were updated based on additional information: block e1 (initial reporter email).

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event (B)(6) 2026. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: impact code f1001 is being used to capture the cancellation, sedation unknown, of the implantation of the product. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure performed on (B)(6) 2026. During the hydrodissection, due to difficulties as a result of the patient's anatomy, the needle bent. Therefore, the physician decided to cancel the procedure. No patient complications were reported.